Manufacturer narrative:
Additional information added to d9, h3, h6 and h10. H10: the device was received for evaluation. A pressure test was performed and a leak was observed from the filter dialysate port connection with the support plate. A microscope inspection observed a crack in the dialysate port. The reported condition was verified.the cause was a mechanical shock during transportation/storage. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Prismaflex st100 set ckt has been temporarily approved for use in the us under emergency use authorization (B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that solution leaks were observed from an unspecified location of a prismaflex st100 set ckt. The leak was observed during priming prior to patient use. There was no patient involvement. No additional information is available.